Event description:
Vague report received from baxter overseas states device overinfused. Device contained vancomycin and ns for a total volume of 250ml. Reporter indicates infusion completed 6 hours earlier than anticipated. Reporter states no patient injury resulted from reported condition.